Manufacturer narrative:
Visual inspection of the returned oval bur on 27-jan-2016 confirmed the bur shaft had broken into two (2) pieces. Microscopic inspection determined that the bur breakage occurred at the location of the laser etch line. This lot was manufactured on 11-aug-2015 in a lot of (B)(4) units. (B)(4). There were no discrepancies noted during the manufacturing process. There have been no other similar complaints received for this item and lot number combination. A two-year review of complaint history for this product shows there have been 16 similar reports of bur breakage. During this same two-year period, a total of (B)(4) units were shipped worldwide making the rate of occurrence for this failure mode (B)(4). This failure mode is addressed in the fmea and the safety risk has been found to be acceptable. There has been no patient long term adverse effect reported to be related to failure mode. A CAPA investigation has been opened due to an escalation of complaints of this nature for this product family. A manufacturing issue has been identified as the likely cause of the breakage at the etch line.

Event description:
The customer reported that the oval bur, medium broke into 2 pieces during use in an oral surgery. All pieces were retrieved. During follow-up with user facility representative on 27-jan-2016, it was reported that the post-op notes do not indicate any adverse effects for the patient.